Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was reportedly explanted due to medical reasons. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.